Manufacturer narrative:
Device evaluation: as no product has been returned a final determination of the root cause is not possible. In similar cases with the same product, excessive force during application caused the electrode wire to break and creating a shortcut cross reference complaint ID: (B)(4). Cross reference MDR: 9610617-2024-00362. 9610617-2024-00360. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4). Cross reference complaint ID: (B)(4).

Event description:
It was reported that 3 resection loops broke during procedure, despite proper use of the scalpel and settings. The loops were used with a storz uh400 autcon3400 generator. One of the 3 loops exploded in the middle of the procedure; the surgeon suspects that it bent, forming an electric arc, which caused the loop to fragment, simultaneously breaking the sheath of the resectoscope. Cross reference MDR: 9610617-2024-00360 9610617-2024-00362.